Manufacturer narrative:
Product event summary: the device was returned and analyzed. The projected longevity at recommended replacement time (rrt) equals 93%. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was further reported that the device was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the device is nearing elective replacement indicator (eri) earlier than expected. The device remains in use and will be checked in three months. No patient complications have been reported as a result of this event.